Event description:
Additional information received indicated that the patient has remained hospitalized since implantation of the lvad on (B)(6) 2018. On (B)(6) 2018, the patient underwent hemicolectomy and sigmoidoscopy due to necrosis of the sigmoid colon and splenic flexure. The post implant course has been complicated by the onset of gastrointestinal bleeding and anemia on (B)(6) 2018, which remains ongoing. Anticoagulation regimen includes warfarin and aspirin. During the hospitalization, the patient has been transfused with multiple units of red blood cells to maintain the hemoglobin level of above 8.0 g/dl. Of note, a right ventricular assist device (rvad) was implanted on (B)(6) 2018 and explanted on (B)(6) 2018. As of (B)(6) 2018, the patient was still hospitalized.

Manufacturer narrative:
Event, other relevant history, (expiration date), (UDI), device manufacture date: additional information. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA. Description of event or problem, device identification, date received by MFR: additional information. Updated investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on lvad support with heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding and driveline, localized, pump pocket or pseudo pocket infection as adverse events that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on 29aug2018 culture swabs were taken of the mediastinum during a mediastinal washout and sternal closure following the patient's rvad explant. The mediastinum cultures can back positive for vancomycin-resistant enterococci (vre). Additional blood cultures on (B)(6)2018 also came back positive for vre. The patient was started on linezolid on (B)(6) 2018 for planned 2 week therapy. Linezolid was stopped on (B)(6)2018 and the patient was started on daptomycin and thiacycline. These were discontinued on (B)(6) 2018, with a transition to oral linelizolid as bridging therapy for tedizolid as lifelong suppressive medication.

Manufacturer narrative:
Approximate age of device (age of device: 1 month, 21 days). No other information was provided. A supplmental report will be submitted with the manufacture investigation is completed

Event description:
The patient was implanted on it was reported that the patient was admitted for gastrointestinal bleeding and anemia on (B)(6) 2018. The patient was given 1 unit of red blood cells (rbc). The patient was given aspirin and heparin at the time of the event. No additional information was provided.